Event description:
The account alleged that the beds front brakes were not locking. No pt impact.

Manufacturer narrative:
The technician found the brake was not pressed down fully, user error. The technician pressed the brake down as fas as it can go to resolve the issue.